Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac vein. A 16x60/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. When the device was being placed, the physician could not aspirate it. The guide wire became stuck in the deployment catheter. The device was then removed. The procedure was completed with a new guide wire and a new stent. No patient complications were reported and the patient's status was stable.